Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.